Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine cutting balloon was used for treatment. During the procedure, upon second inflation the balloon ruptured at 3 atm for 20 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Investigation results: device analysis findings: the device was discarded, and it was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. However, it is most likely that device interaction with the patient anatomy likely resulted in the complaint event. The lesion was reported as being moderately tortuous, moderately calcified and 90% stenosed; these anatomical features most likely contributed to the reported event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine cutting balloon was used for treatment. During the procedure, upon second inflation the balloon ruptured at 3 atm for 20 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.